Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer became aware of allegations that a sticky substance of pink/brown in coloring was coming out of the ds2adv auto CPAP where the tubing connects to the device. The user was not using water with her device, so that was not the issue. The substance felt greasy and had an odd smell to it. The device has not yet been returned to the manufacturer for investigation.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.